Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the 8mm monopolar curved scissors instrument.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the 8mm monopolar curved scissors instrument protective coating had robbed off near the orange mark. The instrument was replaced to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: robotics coordinator (roco) confirmed the monopolar curved scissors (mcs) burned through the tip cover accessory and the orange was exposed. The arcing occurred underneath the tip cover accessory. There was thermal damage observed after the arcing event. No material detached/broke off from the portion of the device that enters the patient. There was no need to remove the instrument with the cannula. The mcs and the tip cover were sent together for evaluation.